Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that the pump battery was unresponsive after the customer wore the pump while swimming. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 463 mg/dl.